Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hwc. (B)(4). Event occurred intraoperative. Device was not implanted/explanted. (B)(6). Device history records review was completed for part# 04.111.531s, lot# 9714039. Manufacturing location: (B)(6), manufacturing date: (B)(6) 2015, expiry date: (B)(6) 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that the reported device was used in surgery for distal radius fracture on (B)(6) 2017. A va (variable angle) locking screw didn¿t lock in a va plate and passed through the plate. That was a most distal hole and the surgeon used a guiding block. The surgeon used another screw and plate and completed the surgery; no other medical intervention was required. There was a surgical prolongation of 30 minutes reported. Patient outcome was reported as well. Procedure was completed successfully. Concomitant devices: guiding block (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va-lcp plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation and manufacturing investigation was performed for the subject device (2.4mm ti va-lcp 2-col dstl radpl nrw 6h hd/3h shaft/lt-ster, part number 04.111.531s, lot number 9714039). The subject device was returned with the complaint condition stating a variable angle locking screw didn¿t lock in a va plate and passed through the plate. No visual defects manufacturing related. According to the complaint description a variable angle locking screw didn¿t lock in a va plate and passed through the plate. From the description it is not clear which va hole is affected. The thread zero point of the va holes were measured .va_5 and va_6 are seriously damaged and the feature cannot be measured. The hole va_1,va_2,va_3,va_4,are conforming to spec. Considering that all the holes are manufactured with the same tools and parameter also the damaged holes were manufactured in accordance with specification. All the other measurable features of the plate resulted in specification. The conclusion of the inspection is that there is no evidence of issues manufacturing related. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.